Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Medtronic legal received information regarding the customer's passing from the attorney of the family. The information received on 03/17/2016 stated the following - reporter alleges: on (B)(6) 2014, the customer passed away of acute diabetic ketoacidosis. He passed away at home, in the basement, unexpectedly, where his mother discovered him at about 11pm that evening. The customer's blood glucose had reached approximately 600 mg/dl. At the time of death, the customer was using a medtronic revel insulin pump and paradigm infusion sets to control his insulin administration. The reporter goes on to allege that the infusion sets that the customer was using at the time, were of lots subject to the mid - 2013 FDA recall.

Manufacturer narrative:
The insulin pump passed functional testing including the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. The insulin pump was returned with a (B)(6) alkaline battery installed 0.006 volts. The insulin pump had slightly corroded battery tube and battery cap contact. A test was performed on the battery 1.60 volts. A visual inspection was performed on the insulin pump found minor scratched display window, small crack on the display window, cracked case at the display window corner lower right corner. Visual inspection of the reservoir found no damage noted. Reservoir leak test was performed and passed reservoir testing, no leaks noted. Visual inspection of the infusion set showed 23 inches, used and open, the bent cannula. The infusion set measurements the passed flow test - 65.1 sccm standard cubic centimeters per minute.